Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver was charged and will boot. The receiver log was reviewed, finding no errors. A global receiver functional test was performed and it passed all relevant testing the complaint of receiver initialization without a manual restart could not be confirmed. The root cause could not be determined.